Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
The cause of the reported event was that on initial install the c-arm was not calibrated to the stealthstation. Calibration of the c-arm resolved the issue. Software functioning as designed. After calibration of the c-arm a system checkout was performed. System passed all software, hardware, and instrument testing. Issue resolved. System fully functional.

Manufacturer narrative:
No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cervical thoracic procedure, they were unable to push the computed tomography (CT) image from the c-arm to the navigation system. Attempted to burn a cd from the c-arm, however, the images were poor and could not be used. There was a delay greater than an hour. A second medtronic representative reported that after the patient¿s incision, the surgeon opted to close the patient and cancel the procedure. The patient would be require a second surgery to complete the procedure.

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.